Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was obstructed. The outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated damage at implant. The analyst commented, the lead was returned with the outer insulation breached cut/ extrinsic and blood was ingressive along lead length. Electrical resistance and cross continuity test results were within specifications, likely because, the lead was tested dry. However, the insulation breach likely did contribute to the electrical complaint and it appears to have been caused at implant. There was also found blood obstruction in the distal conductor. Performed destructive analysis, no inner insulation breach was observed. The blood most likely entered though the is-1 pin.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: pm3210 competitor implantable pulse generator: (B)(6) 2013. 4196 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.